Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a small scratch on the trocar and a crack from the tip of the cannula onto the balloon tubing. Engineering leak tested the balloon, but it would not retain air due to the crack on the cannula. The root cause of the crack is likely the result of excess external force applied on the cannula in combination with lipid exposure. During the manufacturing process, all trocars are 100% visually inspected and leak tested prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report represents the initial and final report. Based on the description of not being able to inflate the device during initial intake of the complaint, the event was not reported as it is unlikely to cause or contribute to death or serious injury. After engineering's evaluation, the event was deemed reportable as there is potential for death or serious injury due to the crack in the cannula.

Event description:
Myomectomy - "this device cannot inflate." Patient status: "fine".